Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Explant was scheduled for (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving a gablofen with concentration 2000 mcg/ml at a dose rate of 12.3 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. The patient¿s medical history included cerebral palsy, spastic quadriplegia, seizures, and scoliosis. It was reported that the patient¿s mother felt that efficacy of therapy was not worth the tradeoff of required refills. A catheter dye study was performed on (B)(6) 2017 and no issues were identified. Increased titrations up to 1,049 mcg/day yielded very little improvement. The patient was weaned down on infusion rate for a period of 10 months in anticipation of explant. Surgical intervention had not occurred but was planned for (B)(6) 2019. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The patient was without injury regarding their status at the time of the report. The issue was not resolved at the time of the report. Analysis was requested. Other medications (oral, etc.) The patient was taking at the time of the event included baclofen, epidiolex, tranzene, cipro, gabapentin, keppra, ativan, midazolam, lyrica, and tizanidine. It was indicated that the healthcare provider (hcp) had no further information on this event. No further patient complications have been reported as a result of this event.